Manufacturer narrative:
Device manufacturing date is unavailable. Issue resolved at time of call into medtronic technical services. No further investigation required. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system became unresponsive. This occurred while they were "visualizing" per the operating room (or) staff. It was noted that everything was fine in the beginning of the procedure. In trouble-shooting, a navigation system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.